Event description:
Patient was implanted with 8-hole plate and six screws on an unknown date. On an unknown date, it was discovered that the plate was impinging upon pronation. Patient returned to the or on (B)(6) 2013 for revision surgery. The original 8-hole plate and six screws were removed and replaced with a 9-hole plate and an unknown number of screws in a new location. The surgery reportedly went well without any issues. This report is for an unknown cortex screw. This is 4 of 7 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.